Manufacturer narrative:
(B)(4).

Event description:
It was reported the actual residual volume was 20ml and the expected residual volume was 2ml on (B)(6) during a refill procedure. It was stated the pump was programmed to minimum rate and the patient was fine with oral medication. The patient status was noted as alive with no injury. The pump was used to deliver morphine. Additional information has been requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 8731, lot# unknown, product type: catheter.

Event description:
Additional information received reported that the log files were not saved. There was no indication of any pump failure (battery and/or motor stall). No additional testing was performed. The patient was sent home with oral medication. It was later reported the patient was doing well, and would have "by-pass" surgery soon. The hcp did not want to interrogate the pump.